Manufacturer narrative:
The received device had the cannula assembly deployed. The download data reported an 0x12 low voltage detection alarm. The batteries had sufficient charge. The device was connected to a master pdm and a 5 unit bolus was delivered without issues. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was bent. It could not be determined when this damage occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 22 mmol/l (396 mg/dl). The pod was worn less than an hour on the abdomen. Hyperglycemia treated with a new pod.